Event description:
It was reported that three needles were used for a renal cryoablation procedure. The needles were tested with no issues. During the first freeze cycle, one of the needle's caused the patient to twitch. The case was completed as expected. The needles will be returned for investigation.

Manufacturer narrative:
Three needles were returned to the manufacturer for investigation. The electrical parameters were outside of specifications for one of the three needles, confirming the reported complaint. Needle disassembly identified the root cause as damage to the insulation layer of the heater wire. Review of the needle lot manufacturing records identified 7 electrical malfunctions within the needle batch.

Event description:
This MDR is to document the manufacturer's investigation of the needle used in the reported event. Further investigation or follow-up is not planned for this complaint.